Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes, where no obvious deviations from the instructions for use were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2 cfu/endoscope. Bacterial identification: dermacoccus sp. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 3 cfu/endoscope. Bacterial identification: bacillus species, paenibacillus glucanolyticus, peribacillus sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. The device was evaluated, and additional potential adverse events were confirmed: foreign objects were found in the air/water cylinder and air/water tube, and the plastic distal end cover was burned. Based on the results of the investigation, a root cause could not be determined. The growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for: air-water duct, <1 colony forming units (cfus)/ml of staphylococcus hominis and micrococcus luteus, suction channel, 6.2 cfu/ml of limosilactobacillus fermentum, and instrumentation channel, <1 cfu/ml of brachybacterium sp.. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.